Manufacturer narrative:
The customer reported that the cns (central monitoring system) did not alarm for ventricular tachycardia. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) did not alarm for ventricular tachycardia.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) did not alarm for ventricular tachycardia. The device was never sent in for evaluation. Using this analysis, each qsr is determined with respect to the first trace and a second trace waveform, and comprehensive qrs label is determined by integrating the results. In this situation the first trace was determined as n (or normal), the second trace was determined as v (or ventricular), and the comprehensive qrs label was n or "?" (Indeterminant). Therefore, the alarm did not sound and the device acted per the algorithm of the mu-971 device. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.